Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported that the pa stated the barbed suture was dissolving quicker than expected and seemed to be ¿breaking apart¿ as it absorbed. Adverse impact to the patient/user: unknown. Device availability: unknown. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 11/21/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. None that I am aware of. Was a prescription for steroids or antibiotics issued for the patient's recovery? If so, please provide the medication name, route, and dosage. None that I am aware of. How many devices demonstrated the alleged deficiency? We were informed of ¿a few¿ sutures, but we were not given a specific number. Please inform the patient¿s current health status and condition. N/a provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). Did this issue contribute to any patient adverse event? Led to sutures dissolving too quickly after surgery. Please clarify, when did the event occur, intra-op or post-op? Post-op. Can you identify the product code and lot number of the product involved? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No, the product is not available for return. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.